Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified, 90% stenosed de novo lesion in the mid left anterior descending (lad) artery. Predilatation was performed with an unspecified 1.5x12mm balloon catheter. The 3.0x23 mm rx xience pro stent delivery system (sds) was advanced and deployed in the target lesion when an edge dissection was noted. The dissection was treated by deploying a new 3.0x18 mm rx xience pro sds. There were no other device or procedural issues noted. There was no adverse patient sequelae. There was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The xience pro is currently not commercially available in the us; however, it is similar to a device sold in the us. There was no device malfunction and the product was not returned. Dissection is listed in the xience pro everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency.